Event description:
During elective percutaneous coronary intervention, the md decided prophylactically to insert an intra-aortic balloon pump (iabp). This balloon has a fibro-optic tip that measures intra-arterial blood pressure. After insertion of iabp, the fibro-optic tip (which is what was inserted into the artery) would not calibrate to register the blood pressures. Due to the defective fibro-optic tip, the md wanted to remove the balloon and insert a new one. While doing so, the balloon catheter kinked and was not able to be removed without losing the arterial puncture site. During the procedure, the balloon was minimally effective in supporting the patient, but did not have an adverse effect on the patient. The patient was transferred to the ICU at the end of the catheterization procedure. It was noted by receiving rn that the augmented bp was less than the non-augmented bp and was not beneficial to the patient. Md was notified and iabp was removed from the patient at that time.